Event description:
It was reported that the patient had driveline power fault alarms. The log files confirmed the driveline power fault, indicating a possible issue with power line a. The damage may have occurred while the patient was playing football. The system controller and modular cable were replaced and resolved the alarms. The heartmate 3 modular cable was returned for analysis. It was further reported that the patient was having recurring driveline power fault alarms due to corrosion in the connector. An x-ray was taken. The log files noted driveline power faults on (B)(6) 2022, another driveline fault occurred around 5 pm. The patient was under nursing care and was admitted for the driveline pump side connector cleaning on (B)(6) 2022. The connector pins had visual corrosion which was reduced after cleaning, and which regulated the current flow through driveline power wires a and b. The modular cable had visual corrosion and was replaced during the cleaning. Related MFR numbers: 1st modular cable exchange is reported under MFR#: 2916596-2022-15716. Controller exchange is reported under MFR#: 2916596-2022-15715. 2nd modular cable exchange is reported under MFR#: 2916596-2022-16124.

Manufacturer narrative:
The information was previously reported under MFR#: 2916596-2022-15640. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms. Corrosion was confirmed in the pump cable inline connector pins by an onsite abbott representative during a cleaning that could have contributed to the alarms; however, the driveline power fault alarms ultimately returned. The driveline power fault alarm resolved with another pump cable inline connector cleaning by an onsite abbott representative. Evaluation of the submitted driveline x-rays found that the pump cable had an internal loop. A driveline wire compromise could not be confirmed through the submitted images. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Several pulsatility index events were captured that would have overwritten older information, per design. Multiple instances of the driveline power fault alarm being cleared and reactivated were captured, with the driveline power fault alarm most recently being activated by 24jan2023. There were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document 100169835, rev. C is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Section 6 ¿patient care and management¿ cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 6 warns ¿do not allow patients to swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. Never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook is currently available. Section 1 ¿introduction¿ warns that the system components must be kept dry. Never take tub baths or go swimming while implanted with the pump. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline and driveline exit site. This section also instructs ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient had a driveline power fault alarm that was potentially due to damage while the patient played football. The log files confirmed the driveline power fault, indicating a possible issue with power line a. The patient¿s controller and modular cable were exchanged and returned for evaluation. It was noted that the modular cable was wrapped in black tape and the account reported it was damaged and worn from long-term use. It was reported that the driveline power fault returned on (B)(6) 2022, and driveline x-rays were taken. The modular cable was exchanged again as part of troubleshooting. The driveline power fault was cleared but returned again. Evaluation of the returned modular cable confirmed fluid ingress into the inline connector that would have caused the driveline power fault alarms. The cause of the driveline power fault was identified to be corrosion in the pump cable inline connector. The patient reportedly had no symptoms but was admitted to the hospital, and abbott technical services completed a pump cable inline connector cleaning on 16dec2022. Abbott technical services confirmed visual corrosion on the connector pins which was able to be reduced with cleaning. The modular cable was noted to have visible corrosion during the cleaning, and it was exchanged again. The driveline power fault alarm later returned on (B)(6) 2023, and again after it was cleared. The log files confirmed driveline power faults caused by the b power line. It was reported that there was no additional fluid ingress or damage to any cables since the clean out on 16dec2022. Abbott technical services completed another pump cable inline connector cleaning on 10feb2023, during this cleaning the modular cable was exchanged again due to possible corrosion. The driveline power fault alarms resolved with the cleaning on 10feb2023 and have not reoccurred as of (B)(6) 2023. The plan of care is to continue to monitor outpatient. Related manufacturer report numbers: controller 2916596-2022-15715. Modular cable 2916596-2022-15716. Modular cable 2916596-2022-16124. Modular cable 2916596-2023-00157. Modular cable 2916596-2023-01380.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information stated that driveline power fault alarm re-occurred on 24jan2023, after the cleaning procedure performed by abbott engineers on 16dec2022. The patient came to clinic on (B)(6) 2023 for interrogation and coordinator sent in log files and cleared the alarm to see if it returns per clinical consultant recommendation. The log file confirmed driveline power faults caused by the b power line. In the past the power faults were associated with the a power line. It was noted the alarm returned the same day it was cleared in clinic. A secondary cleaning procedure was in the process of being scheduled.